Event description:
A healthcare facility in (B)(6) reported that the swivel y-piece of an rt235 infant dual-heated evaqua breathing circuit "periodically breaks". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned to fisher & paykel healthcare for evaluation and attempt to obtain a photograph of the complaint device was unsuccessful, as the customer has further reported that the complaint device has been discarded. Without a complaint device we are unable to determine what caused the problem observed by the customer. A lot check could not be performed as no lot number was provided. If the complaint device had been returned, it would have been pressure tested and submerged in a waterbath to test for leaks. All breathing circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any breathing circuit that fail this test is discarded.